Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The evaluation of the device has not been completed.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is complete.